Event description:
It was reported that a PICC broke and entered the patient's vein. They were able to retrieve it.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.